Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 1035 mg/dl. Customer had symptom of high blood glucose; customer had vomiting, excessive thirst, excessive urination and abdominal pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer was unsure if wearing insulin pump at the time of hospitalization. Customer reported that infusion set was changed frequently after high blood glucose began and it was found that infusion set cannula was bent. Troubleshooting was performed for bent cannula.